Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Method: analysis of electronic data and files received. (B)(4).

Event description:
The ICD involved in this MDR report was implanted on (B)(6) 2007. Upon scheduled f/u on (B)(6) 2007, the physician reviewed the arrhythmia episodes and observed some missing info in the episode dated (B)(6) 2007, 13:02. The events description and the shock were not displayed, and analysis data were incomplete.